Manufacturer narrative:
Device eval summary: device eval of charger sn (B)(4) has been completed. The reported problem (charger faults) was confirmed. Upon investigation, contamination was found on the battery board and y1 (10 mhz smd crystal) was found to be shorted on the bedside board, causing the charger to reset. The root cause of the shorted y1 was unable to be positively identified. The root cause of the contamination was unable to be positively identified but is likely due to ingress of an unk substance. No adverse event resulted from the defective battery charger. The pt was issued a replacement battery/ charger.

Event description:
A (B)(6) male pt contacted zoll customer support to report that his battery charger was receiving a charger fault. The pt was issued a replacement charger/modem.